Manufacturer narrative:
(B)(4). The analysis results found that the ntlc55 device was received in good visual condition and with a reload loaded in the device. The reload was returned fully fired. In addition three cartridges were received fully fired and locked. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic ileocecal resection, staples were overly bent when the device fired on the ileum. The staple height was blue. Reinforcement material was not used. Additional suture was performed to complete the case. There were no adverse consequences to the patient.